Manufacturer narrative:
The returned lead was analyzed and the reported observations with testing of the product is unable to confirm the complaint. Visual inspection revealed that the lead was cleanly cut approximately 45.5 cm from the proximal end of the lead and the distal portion of the lead was not returned. An electrical test could not be performed due to the cut lead body. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. Therefore, the probable cause can not be established.

Event description:
It was reported that the patient experienced charging problems and high impedances on all lead contacts. The patient also experienced worse stimulation and an increase in charging time. The patient then underwent a lead replacement procedure and a new lead was implanted. The patient is doing well postoperatively and no longer experiencing charging issues. The explanted lead is expected to be returned for analysis.

Event description:
It was reported that the patient experienced charging problems and high impedances on all lead contacts. The patient also experienced worse stimulation and an increase in charging time. The patient then underwent a lead replacement procedure and a new lead was implanted. The patient is doing well postoperatively and no longer experiencing charging issues. The explanted lead is expected to be returned for analysis.